Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See medwatch report number 3004209178-2014-85896 on referenced hospitalization.

Event description:
Customer reported that he has received no delivery alarms and now the insulin pump alarmed motor error. Customer stated he drives a fork lift and carries the device in his pocket; he does not go through any magnetic fields. Customer was very upset due to having the insulin pump replaced recently and was very concerned about using a device that could malfunction at anytime based on his experience; customer does not wasn to be hospitalized again. Blood glucose value is 128 mg/dl. Nothing further reported.